Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and replaced the main printed circuit board to resolve the malfunction. The stm performed full functional verification and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated the alarm "electrical test fails code #39" at start up. It is unknown the circumstances under which the event occurred. However, there was no patient involvement or adverse event reported.